Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -8.50 diopter, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Event: "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. Claim# (B)(4).